Event description:
It was reported that the patient was charging more frequently than before and stimulation was shutting off at night. With the patient's last device, he only had to charge once a month. With this one, he had to charge every 2 weeks. It was noted he had been told it would be the same as the last device and it was not. This had occurred since implant. Recharging frequency and corresponding parameters were reviewed. It was noted that he was only at 3.2 volts. The previous device was better than this one. The stimulation turning off issue first occurred 2 weeks prior to this report and then happened again the night prior to this report. He went to bed with it turned on and then in the morning he woke up and it was off. The patient thought he got a "lemon." Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3887-28, lot# l66191, implanted: (B)(6) 1999, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n501406, implanted: (B)(6) 2015, product type: accessory. (B)(4).